Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 19mm bioprosthetic pericardial aortic valve has been put under consideration for a valve-in-valve procedure after an implant duration of 10 years, seven (7) months due to unknown reasons. The patient status is reported as "very ill." No additional details were provided.

Manufacturer narrative:
Additional information was received from the customer and the following sections were updated.

Event description:
It was reported that this patient with a 19mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 10 years, seven (7) months due to aortic severe aortic stenosis and regurgitation. The patient status is reported as "very ill." The tavr was performed with a 20mm edwards transcatheter heart valve. Post deployment, there was some mild incomplete expansion of the valve and gradients across, and so a balloon dilation was performed. At the completion of the case, there was no significant gradient across the aortic valve as based on the echocardiogram. There was no significant perivalvular leak. A completion angiogram demonstrated no injury to the system and good patency to the iliofemoral system. The patient was taken to the stepdown unit in stable condition on post procedure. The patient was discharged to a intermediate care facility within a skilled nursing facility on pod #3 in stable condition.

Manufacturer narrative:
Additional information was received.

Event description:
It was reported that this patient with a 19mm bioprosthetic pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 10 years, seven (7) months due to aortic stenosis and regurgitation. The tavr was performed with a 9600tfx 20mm transcatheter heart valve. The patient status is reported as "very ill." No additional information provided.